Event description:
Patient reported experiencing low blood glucose, in 2005. They indicated that they had not been eating properly and had delivered too much insulin, resulting in low blood glucose (51 mg/dl). Pt self-treated by drinking orange juice, and sought additional treatment at the hospital emergency room. Upon arrival, at the hospital, pt's blood glucose measured 137 mg/dl. No additional treatment was received.